Event description:
It was reported that a bd vacutainer® lithium "heparin" (lh) 95 usp units blood collection tubes had underfill. The following was reported, "on (B)(6) 2019 morning, during withdraw the blood from patient, nurse found low draw, then changed a new tube, draw volume normal."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and, based on this review, there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes had underfill. The following was reported, "on (B)(6) 2019 morning, during withdraw the blood from patient, nurse found low draw, then changed a new tube, draw volume normal."